Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a implantable collamer lens was implanted into a patient's eye and experienced "surgical induced cornea changes". Lens remains implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Claim #: (B)(4).